Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) implantable pulse generator (ipg) explant procedure due to infection. The physician assessed that the infection was not related to any of the implanted devices.